Manufacturer narrative:
Device analysis summary: visual analysis of the product indicates no defect observed to syringe. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time.¿ device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of 1 syringe of juvederm® voluma xc had "opened up through the little cap where the needle hooks on," and "the part where the needle screws into the syringe was broken". Patient contact was made, as the event was observed "during the injection". Healthcare professional indicated that no injury to patient, injector or staff occurred.